Manufacturer narrative:
A supplemental report is being submitted for additional event details. B5.desc evt problem. The annex a code, and h10 additional devices has been updated. Additional devices d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(6), UDI #: (B)(4), d9: no h3no, device evaluation anticipated, but not yet begun h4: mfg date: 04-oct-2019 h5: no h6: patient ime code(s): e0715,e0607 ,e2203 h6: imf code(s): f12,f23,f2303 h6: img code(s): g04035 h6: FDA device code(s): a0708,a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional devices d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2021 / serial #: (B)(6)UDI #: (B)(4), d9: no h3no, device evaluation anticipated, but not yet begun h4: mfg date: 19-sep-2020 h5: no h6: patient ime code(s): e0715,e0607 ,e2203 h6: imf code(s): f12,f23,f2303 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad had stopped and that the battery exhibited power disconnect alarm and the controller exhibited unexpected loss of power. The battery remains in use.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient performed a controller exchange against the physician advice and the vad did not restart. The patient circulatory and respiratory status was reduced. Medication was provided. The vad remains implanted out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Review of the controller log files revealed this event was initiated by a controller power up event with an associated pump start event logged on 12-jan-2023 at 17:04:19. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 70% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for twelve (12) seconds. Review of the alarm log file revealed that three (3) vad disconnect alarms, one (1) power disconnect alarm, and two (2) vad stopped alarms logged on 12-jan-2023. The first vad disconnect alarm was recorded at 17:04:32, simultaneously during the pump start event. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will de crease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering vad disconnect alarms, even if the driveline was still physically connected to the controller. A power disconnect alarm was logged at 17:04:49 involving (B)(6) . During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert associated with the high power consumption which required more current from the battery; it is likely that the overcurrent condition prevented the battery from providing power. Review of the event log life revealed five (5) additional controller power up events logged between 17:04:57 and 17:09:01. Leading up to the losses of power, log files revealed saw values were recorded on the connected power sources, indicating overcurrent alerts. It is likely that the overcurrent condition prevented both batteries from providing power, resulting in additional loss of power to the controller. A vad disconnect alarm was logged on 17:07:14 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. A vad stopped alarm was then logged at 17:10:08, indicating that the pump failed to restart after s everal attempts. This vad stopped alarm was followed by an additional controller power up event, an additional vad disconnect alarm indicating a physical disconnect of the driveline from the controller, and an additional vad stopped alarm due to a failure of the pump to restart after multiple attempts, likely due to troubleshooting. As a result, the reported event was confirmed. A possible root cause of the initial loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, a possible root cause of the power disconnect alarms could be attributed, but not limited to a physical disconnection of a power source and/or to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the available information, the most likely root cause of the remaining controller power up events can be attributed to troubleshooting of the controller during controller exchanges. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19, c21 h6: FDA conclusion code(s): d02, d10, d15, d16 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller and the battery were removed from service and discarded.